Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion from 12.5 cm to 12.8cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.